Manufacturer narrative:
Additional information was received which caused this report to be reportable. This information was received on 2020-04-22. (B)(6). Investigation summary: a complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of needle through catheter with lot #8318986 regarding item #381044. Investigation conclusion: traces of blood inside the catheter tubing and the flash chamber specific to the 18ga unit indicate that it was used on a patient. A spear through (or needle through catheter) defect is known to occur during a venipuncture attempt if a clinician inadvertently moves the needle inside the catheter tubing. Customer¿s verbatim does not mention the unit use, however with the pre-existing spear-through and damaged catheter tip defects, the venipuncture attempt would create an extreme discomfort for the patient: catheter tip was graded 2c (poor/unacceptable) per tip-009-d. The verbatim did not provide patient feedback. The tip defect may be caused by the die temperature being too high during the tipping process or may be the result of the needle spearing catheter so close to the tip. Defect needle through catheter is also known to originate as a part of the manufacturing process as indicated by the peura. During the assembly process there is a 100 percent automated vision system inspection for tip spear and lie distance and the vision system is challenged periodically per quality plan. According to the quality notification (qn) generated for this defect, the defective parts were segregated and manually reworked. Rework process was performed per approved procedures and is deemed effective, although an operator error is always a possibility. Two defects were accessed: defect needle through catheter was confirmed. Defect catheter defective/ damaged is confirmed. Root cause description: evidence of the device use and evaluation of the manufacturing causes indicate that defect could originate either on the manufacturing or user side. In case of the used unit it is difficult to establish which of these sources is more likely. Rationale: customer complaint trends are evaluated on a monthly basis and currently do not indicate the need for a formal corrective action.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 18ga 1.16in had a needle through the catheter while introducing the catheter. The following information was provided by the initial reporter: "the needle punctured the tip of the cannula before use."